Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed sodium (na) result on a dimension vista 500 system. Hsc has reviewed the information provided by the customer and the instrument data files. This was an isolated event; quality control was in range and no issues were noted with other patient samples. The instrument and assay were performing acceptably at the time of the event. Repeat of the same sample yielded expected results. The cause of the event is unknown. A potential product issue has not been identified. The device is performing according to specifications. No further evaluation of the device is necessary.

Event description:
A discordant falsely depressed sodium (na) patient result was obtained on a dimension vista 500 system. The result was reported. The same sample was reprocessed on the same dimension vista system and on an alternate dimension vista and a higher result, considered correct was obtained. A corrected result was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed result.